Event description:
Caller alleged discrepant results compared with the lab for 2 pts. Results as follows: pt 1, date: (B)(6) 2010, inratio: 1.4, lab: 2.0. Pt 2, (B)(6) 2010, 1.0, 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.4, reference: 2.0, mean: 1.70, confidence limits: 1.2-2.3. Inratio: 1.0, 2.8, 1.90, 1.3-2.7. Analysis of customer's data revealed that both pt's inratio and reference test result comparisons did not meet accuracy criteria. No product is expected to be returned. Strip code at5r9 provided by customer could be associated to either strip lot #234880 or #235063. Previous investigation on these two strip lots revealed that accuracy criteria was met for both lots. No further investigation will be pursued. Customer only provided info on strip code. Strip lot number could not be determined. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #234880. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 234880 are within the allowable bias (+ or - .0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required. Investigation results from a previous case on strip lot #235063. The allowable difference between the inratio inr's and sysmex inr's was calculated. All three replicates for both donors of strip lot 235063 are within the allowable bias. No discrepant results were produced on in-house meters. These results meet the above criteria. No further investigation will be pursued.